Manufacturer narrative:
(B)(4). The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found inside microcatheter. The pipeline was still attached to the pushwire. The pushwire and pipeline were removed from the microcatheter for further examination. A significant amount of blood was observed inside the microcatheter lumen. The tip coil appeared to be stretched. The distal and proximal ends of the pipeline were found fully opened with damaged braid. Based on returned device evaluation, the customer's complaint of pipeline failure to open distally could not be confirmed. The cause for the reported experience could not be determined as the pipeline was returned fully opened with damaged braid. It is possible that the damage to the braid on both ends of the pipeline is the result of the physician resheathing the device more than the recommended two times subsequently causing the pipeline to not open distally. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Note: per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted, therefore, the event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report that during a pipeline flex flow diversion procedure, the distal edge of the device did not open. The patient had a coiled, recanalized aneurysm in the right clinoid segment of internal carotid artery. The patient's anatomy was of normal tortuosity with short m1 segment. The physician placed a microcatheter distal to the aneurysm in the straight m1 segment. The physician then brought the pipeline flex device up and exposed the tip coil. Upon initial deployment of the pipeline flex, it was noted that the distal edge of the device was not opening. The physician attempted unsuccessfully to deploy the device further, lock down the system, and wag to get the distal portion to open. In addition, the physician put forward load on the microcatheter, but was still unsuccessful in opening distal end. Lastly, the physician attempted to resheath and redeploy the device more distally and was still unsuccessful. The physician resheathed and removed the pipeline flex without incident. A different pipeline flex device was selected and the patient was treated successfully. No patient injury was reported as a result of this procedure.